Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have tightened the gui cable and the ventilator passed testing. Covidien was not authorized to service the device.